Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a evercross balloon was used to treat the left venous outflow. An everflex stent was also implanted during index procedure to treat persistent residual stenosis. Approximately 12 months post procedure, patient suffered restenosis of the proximal cephalic vein outflow and the venous outflow was treated with a medtronic standard pta balloon same day. The patient recovered. The investigator and sponsor assessed event is not related to the device, procedure or paclitaxel.